Event description:
At approx 0900 circulator and scrub noticed an electrical burning odor while the surgeon was using monopolar scissor #311 and notified surgeon. Assistant and first scrub stopped case and attempted to find source of smell. Assistant removed trocar with arm attached and discovered scissor arm damaged and melted. Case converted to laparoscopic. Tissue on uterus charred. Case was a robotic assist hysterectomy. Product will remain with hospital risk management pending further review.